Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The belt was fully functional and able to detect and treat. Upon evaluation, the front and rear 1 wire therapy electrodes deployed gel from all blisters. The rear 2 wire therapy electrode deployed gel from 5 out of 10 blisters. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. The impedance readings were 30-37 ohms and were within normal range. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. A root cause investigation is underway. There is no info to suggest that the monitor caused or contributed to the pt's death. The monitor was able to properly detect and provide 18 full energy treatment shock while in use. A supplemental report will be sent upon completion of evaluation. Device manufacture date: monitor (B)(4): 08/2014. Electrode belt (B)(4) 05/2013

Event description:
A united states distributor contacted zoll to report that a pt passed while wearing the lifevest in the hospital. The pt reportedly 'coded' in the hospital. The hospital staff reported leaving the lifevest on during 'code' procedures. Review of the lifevest downloaded data indicates that the pt received 18 full energy appropriate shocks during vt/vf. Treatment shocks 1, 2, 5-7, and 13 converted vf to vt. Treatment shocks 3, 4, 8, 10, 15, 16 converted vf to asystole in which the rhythm transitioned back into arrhythmia. The rhythm after treatment shocks 9, 11, 12, 14 remained in vf. Treatment shock 18 converted vt at 160 bpm to vf which transitioned to asystole. A non-treatable rhythm was declared and the electrode belt was disconnected approximately 40 minutes later.